Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the keypad was found to be torn at the up arrow button exposing the button contacts. The complaint of a keypad button response issue was not duplicated during evaluation. All of the keypad buttons responded appropriately during testing. A visual inspection of the pump revealed a crack in the battery compartment and moisture corrosion was observed in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump¿s cover was removed and no further moisture ingress was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.